Manufacturer narrative:
The t:slim pump user guide states: the maximum cartridge fill amount is 300 units. Do not overfill or 'top off' when filling the cartridge. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that during the load process, the customer overfilled the cartridge with insulin, then removed and loaded a new cartridge. Subsequently, a malfunction occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted. It was confirmed that the customer had alternate insulin therapy available.